Event description:
The hcp reported impedances >4000 ohms on all or some of the bipolar pairs. Additional info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if additional info is received.